Event description:
It was reported that during a laparoscopic cholecystectomy, the device did not properly form a clip. It fell off and the clip scissored. The case was completed with a tie being placed on the common duct. There was no consequence to the pt.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.